Event description:
Subsequent to the previously filed medwatch report, the following information was received: after unpacking the device, the stent delivery system was found with a curve/bend in the catheter, the stent was not found broken. The device was not usable because of the curve in the catheter. A new stent delivery system was used. No additional information was provided.

Manufacturer narrative:
Device codes: 2889 labeled. Internal file number - (B)(4). Correction - device code 1069 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported kinked catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking the xience alpine 3.0 x 18 mm stent delivery system (sds), the stent was found broken. The xience alpine was not used. There was no patient involvement. The device was replaced with another device to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.